Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a "battery charging problem." There was no reported patient involvement.

Manufacturer narrative:
The product # was changed to correctly reflect the 989803138321 heartstart frx defib, us english (int'l). This case is not reportable and was initially reported in error.